Manufacturer narrative:
Implant loss is caused by the distribution of the masticatory load on the implant. The client is informed about the cause of implant rupture.

Event description:
At the date of preparation of the report it has not been possible to have the dental implant available for technical analysis and, in addition, the manufacturer of the prosthesis is unknown, so it is not possible to make a history of the material used. The data available to date are those recorded in incident (B)(4) of the same dr. With a similar implant (18 35 12 lot 26772-1124) and the data recorded in the quality report where it is specified that the patient is a bruxist. As has been reflected in this incident, if the seating of the prosthesis does not present the fit tolerances at the implant-prosthesis interface established by klockner® implant sytem, micro-movements are generated between both surfaces that will indirectly induce a localized overload on the implant with each mastication. This overload will generate a friction at the implant-prosthesis interface, which will induce a defect on the implant surface. The successive masticatory loads will induce this defect to start its propagation and consequently the failure of the implant.